Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device main board has water on it. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
One (1) sample was returned for evaluation. Visual inspection was done; the sample was appeared to be in good condition. Functional testing was performed; the (pcb) printed circuit board had water damage. The root cause was a cracked return tube. This issue is being addressed through an internal CAPA. Occurrences are being monitored via a trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. The (pcb) printed circuit board and return tube were replaced. Additional repairs were completed. Preventive maintenance was performed. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date, and there was no indication of a manufacturing defect during the investigation. The service history review identified this device has not been in for service previously. The failure resulted from known design issue; supplier notification has been done. A manufacturing device history record review was not performed because the device was manufactured pre-corrective action, and there was no indication of a manufacturing issue during the investigation. The service history review identified this device has not been in for service previously. (H6c, h6d, h6e).

Manufacturer narrative:
Other text: additional event information received indicating patient involvement, no adverse effects (updated b5).

Event description:
Additional info received via email 24-aug-2022. Event date updated. In use with patient, no adverse effects.